Event description:
It was reported that a patient had an initial surgery approximately 2 years ago. Subsequently, about 8 months later they had a revision due to exit of the cervical screw from the joint and sinking into the acetabulum. During the revision noted the acetabular roof was fractured. All components were exchanged with competitor product. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). G2: france d10 - medical product: catalog #: 47249321111, cmn femoral nail, ccd 125â°, left, ã, lot # 3084464 catalog #: 47248509010, znnâ¿¢, cmn lag screw, ã screw, lot # 3015087 catalog #: 47249003004, standard 3.0mm ã¿ anti-rotation pin, lot # 65206661 h3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Updated: a1, a3, b4, b5, d2, g3, h1, h2, h3, h4, h6, h11 reported event was unable to be confirmed as the reported event was not related to this device as the migration and bone fracture is related to the lag screw and nail on the linked complaint. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: scanning of a zimmer left hip nail with exit of the cervical screw from the joint and sinking into the acetabulum. General anesthesia and moore posterolateral approach used. Nail excised easily along with the femoral head. Acetabulum roof found fractured. Competitor product placed without complications. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: three views of the left hip demonstrate a left femoral intramedullary rod with one distal interlocking screw, and a malposition of the gamma nail with superior position of the distal tip which appears to protrude into the superior femoral acetabular joint. Vascular calcifications. Surgical skin staples. Sizing is appropriate. Question mild osteopenia. No other anatomical or implant failures that would lead to revision. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.